Event description:
It was reported that "the brown connector is no longer on the infusion line". No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Five device history record reviews were performed as five potential lot numbers were provided by the customer. No relevant findings were identified with any of the potential lots. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the brown connector is no longer on the infusion line". No additional information was available at the time of this report.